Event description:
It was reported that the patient presented via a remote transmissions showing the device exhibiting far r wave oversensing causing with inappropriate auto mode switch (ams) and post-paced t-wave oversensing. Programming changes were made. The patient was asymptomatic.